Event description:
Under spinal anesthesia left femoral head removed and unipolar hip prosthesis with cement was implanted. Immediately after placement of cement pt developed hypotension, became unconscious and stopped breathing. Shock state managed.